Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine replacement procedure, the physician noted that there was a 'crack' in the insulation of the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.